Event description:
Procedure type: esophagectomy. According to the article, an early experience using the technique of transoral orvil eea stapler for minimally invasive transthoracic esophagectomy, in the society of thoracic surgeons, anastomotic leaks were observed in 5 of 51 patients. This male, (B)(6) was returned to the operating room for hemorrhage.

Manufacturer narrative:
(B)(4).